Event description:
It was reported that the connection between the "mephius dropper" (drip chamber) and the infusion tube of a flow regulator set was loose. This was observed during patient infusion, when the patient turned over. To resolve the event, the set was replaced and the patient received new fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.